Event description:
It was reported by the customer that when using the bd pyxis medstation es, they were having issues with biometric identification authentication after credentials were entered. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had experienced lag between credential entry and authentication. The technical support specialist dialed into the station, accessed the control panel, and checked the active network and internet settings. Netbios over tcp/ip was found disabled. In device manager, under universal serial bus controllers, the power management settings for usb root hubs were reviewed. Most hubs had the "allow the computer to turn off this device to save power" option unchecked, except for usb root hub (usb 3.9), where it was enabled. The setting was corrected by unchecking the prompt. After verifying with the customer, it was confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, they were having issues with biometric identification authentication after credentials were entered. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.